Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced sterilization"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A02555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, endometriosis, attention deficit-hyperactivity disorder, sinus tachycardia and anxiety disorder. Previously administered products included for birth control: mirena from 2007 to 2008. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included endometriosis, sinus tachycardia, depression, anxiety, adhd, migraine and hypothyroidism. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa) and medroxyprogesterone (depo provera) since 2009 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia and abdominal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced sterilization"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A02555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, endometriosis, attention deficit-hyperactivity disorder, sinus tachycardia and anxiety disorder. Previously administered products included for birth control: mirena from 2007 to 2008. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included endometriosis, sinus tachycardia, depression, anxiety, adhd, migraine and hypothyroidism. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa) and medroxyprogesterone (depo provera) since 2009 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia and abdominal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs and medical record received: lot number, reporter information, other relevant history, lab data, product information, concomitant drugs and new events: abnormal bleeding (general), apareunia (inability to have sexual intercourse), displaced sterilization, abdominal pain were added. Case medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.